Manufacturer narrative:
Follow-up #1: date of submission 03/18/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: the black box was unable to verify the pump time and date due to it being reset to default after a power on reset. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no issues occurred. The clock battery component was not leaking. The time and date reset to default during investigation and the complaint was unable to be duplicated. The black box was unable to duplicate that the date and time had changed. No defects were found during investigation. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter alleged that the time and date changed over the past few days. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.